Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data showed repeated cartridge and infusion set changes, often with significant prime volumes. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without a specific event date, the cause of the event cannot be determined. However, it is likely that the hypoglycemic event described by the user was caused by the user failing to follow the instructions provided in the training, the user guide, and the device interface when completing the cartridge change process and remaining connected to the tubing while failing to fully rewind the device and/or during the tubing fill process.

Event description:
On 10/20/24 an ilet user reported experiencing issues with their ilet system, specifically that the cartridge kept falling out. During troubleshooting, it was noted that the user may not have been rewinding the device consistently before inserting a new cartridge, potentially leading to insulin dosing errors. The user recounted an incident during a previous supply change where they inadvertently administered too much insulin, causing their blood glucose to drop below 30 mg/dl. The user experienced dizziness and fatigue and consumed a substantial amount of juice to bring their levels back up over approximately 1.5 hours. They did not seek outside assistance or professional intervention during this event.